Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal drug morphine (1500 mcg/ml at an unknown dose) via an implanted pump for spinal pain. It was reported that the patient was in for a dose adjustment today and when attempting to update the pump they encountered device alerts 323, 102, 140, and 537. They tried multiple times and they were unable to update the pump. The pump logs were retrieved and showed "pump resent due to firmware error" at the time of the first attempted update. The hcp closed out of the application and restarted the programmer and entered all programming settings and added myptm settings for the pump. They were then able to successfully update the pump and the caller reinterrogated and removed the myptm settings and completed another pump update with no alerts. The troubleshooting steps taken on the call resolved the issue.